Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact that, during fill 1 of treatment, fluid was leaking from the cassette door. The patient cancelled out the treatment, and reverted to an alternate treatment form. The patient contact later clarified during a follow up call that they had informed the patient's dialysis nurse of the leak, and that no infection or adverse event resulted from the leak. The patient continued dialysis treatments on a replacement cycler, with no further issues. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.